Manufacturer narrative:
The review of the device history record is pending. Evaluation: the returned sample was evaluated. A small hole was identified near the inflation line take off point skive. The cuff was inflated and maintained inflation indicating there were no leaks in the cuff, the inflation line, or the pilot balloon assembly. The leak described by the customer would most likely be attributed to air within the main lumen escaping through the identified hole. The root cause for the hole has not been determined. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
Kimberly-clark received a report stating from the netherlands, "leakage of the microcuff, on the position of the entrance of the cuff pilot in the tube, after a rather difficult intubation. Due to this leakage, the tube had to be de-tubated and a new microcuff had to be intubated." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(6).